Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable "does not go in far enough" and the pump was unable to be charged. The customer's blood glucose was not impacted. Reportedly, the pump was able to be charged with different charging supplies.